Event description:
It was reported that pump displayed malfunction code malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, performed pump reset with guidance from technical support, did not experience recurrence of the malfunction, was advised to continue using pump, and was instructed to call back if malfunction code recurred, which customer understood.